Manufacturer narrative:
Additional information was received that the g4 in initial MDR is (B)(6) 2015. Additionally, the patient¿s revision was due to inadequate stimulation. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason. The ipg was explanted. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason. The ipg was explanted. No device malfunction suspected.